Event description:
It was reported that the right ventricular (rv) lead exhibited one pacing impedance measurement high out of range. Advice was requested regarding the possibility of a lead impairment condition. Upon technical services (ts) review, it was noted that the lead also exhibited variable r wave measurements and several of these were very low. Reportedly, there has not been any noise noted, however, lead impairment can not be excluded at this time and further troubleshooting recommendations were provided to evaluate the lead mechanical integrity. The lead model/serial number is not available at this time. Further information was requested. The device system remains in service. No adverse patient effects were reported. Additional information provided indicates the physician has performed the recommended troubleshooting twice and there was no artefact or change in the lead impedance noted. The cause for the high out of range impedance measurement has not yet been determined. In addition, the patient is being closely monitored and no further actions are planned at this time. In addition, the device model/serial number was provided and the rv lead was confirmed to be a non-boston scientific product.

Event description:
It was reported that the right ventricular (rv) lead exhibited one pacing impedance measurement high out of range. Advice was requested regarding the possibility of a lead impairment condition. Upon technical services (ts) review, it was noted that the lead also exhibited variable r wave measurements and several of these were very low. Reportedly, there has not been any noise noted, however, lead impairment can not be excluded at this time and further troubleshooting recommendations were provided to evaluate the lead mechanical integrity. The lead model/serial number is not available at this time. Further information was requested. The device system remains in service. No adverse patient effects were reported. Additional information provided indicates the physician has performed the recommended troubleshooting twice and there was no artefact or change in the lead impedance noted. The cause for the high out of range impedance measurement has not yet been determined. In addition, the patient is being closely monitored and no further actions are planned at this time. In addition, the device model/serial number was provided and the rv lead was confirmed to be a non-boston scientific product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.